Event description:
Pt with unstable angina and 70% lad lesion was undergoing cardiac angioplasty. Guidewire being used to cross and wire the lesion could not be extracted. Fractured and required second cable to retrieve wire.